Event description:
The surgeon broached to a size 1 amistem. When the broach was removed and the implant was implanted, the stem did not fit similarly to the fit of the broach. The implant sat approximately 5m protrude above (not flush to the surface) relative to where the broach sat in the femur. In the process of removing the size 1 amistem, the surgeon fractured the greater trochanter. To prevent any other possible damage, the surgeon elected to leave the implant to the pt. Ref MFR report#: 3005180920-2014-00075.